Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the inner components revealed that the timing was disrupted and a tack was visible in the shaft. The trigger was actuated and the remaining seventeen tacks deployed but did not seat properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, the device's tacks did not deploy correctly or normally. There was no patient injury.